Event description:
Reporter alleged obtaining the results of 61 mg/dl, 76 mg/dl and 144 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had treated herself with juice just prior to obtaining the readings. Reporter stated that at a different time, she obtained a result of 182 mg/dl, 85 mg/dl, 77 mg/dl and 143 mg/dl back to back within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The davinci tip cover accessory had holes in it. This was discovered prior to use, and the lot was pulled from the shelf and returned to the manufacturer for credit. Had it been used, the potential existed for there to be arcing.